Event description:
It was reported that pump alarm volume was very low and a piece of pump broke off where cartridge was inserted. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting follow up, and case was documented for coverage purposes with no repair action taken.